Event description:
Using angioscore balloon, upon attempted removal of balloon, balloon came unattached from shaft of device in the circumflex artery resulting in snare procedure which ultimately failed requiring stenting of the area with balloon still in place. Patient is doing well. No further issues.device #1is this a laboratory device or laboratory test?no.